Event description:
It was reported that the device was explanted approximately after an implant duration of zero days, due to systolic anterior motion. It was also reported that another device was explanted. Please reference medwatches filed under patient identifier. No further details were provided. Information learned from implant patient registry and from the health care provider's response.

Manufacturer narrative:
It was also reported that another device was explanted. Please reference medwatches filed under patient identifier. Systolic anterior motion. Device not returned.